Event description:
It was reported that the ventricular lead had a warning. There was occasional loss of capture noted and the physician suspected a lead fracture. The lead remains in use. No patient complications have been reported as a result of this event. It was further reported that the lead has now been capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the ventricular lead had a warning. There was occasional loss of capture noted and the physician suspected a lead fracture. The lead remains in use. No patient complications have been reported as a result of this event.